Event description:
It was reported that the osteotome broke during use. Although, the instrument was used in surgery, no pt complication were reported.

Manufacturer narrative:
The device was returned to the MFR where evaluation confirmed the fracture of the instrument tip. No evidence was noted of mfg non-conformance during product analysis. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications. We are unable to determine the definitive cause of the reported event. The instrument breakage did not result in pt complications pt. Nevertheless, we are filing an MDR for notification purposes.